Event description:
It was reported that the review of session records showed episodes of high ventricular rates due to ventricular noise. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.